Event description:
Patient fell off a horse and sustained a right mid third clavicle fracture. Patient implanted with a plate and screw construct on (B)(6) 2012. During screw insertion, the tip of the drill bit broke off and the fragment was left inside the patient's bone.

Manufacturer narrative:
Investigation is on going: no conclusion could be drawn as no device was returned or lot number provided.